Event description:
It was reported that this right atrial (ra) lead was explanted due to muscle/pocket stimulation and suspected perforation on unknown location. Lead was successfully replaced. No additional adverse patient effects were reported.